Event description:
Major pump unit(s) involved: blood pump. Inflow graft malposition. Malposition poor flows. Causative or contributing factor: no specific contributing cause identified. Other intervention : surgical repositioning of inflow graft. Type: lvad.

Event description:
Major pump unit(s) involved: blood pump.specific component(s) involved: inflow graft malfunction/malposition